Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ping meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 11:00am. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿260 mg/dl¿ with the subject meter. The patient informed the csr that he manages his diabetes with shots (other than insulin) and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that 2 hours prior to the start of the alleged issue he began to develop symptoms of ¿dizziness, vomiting, low sugar and unconsciousness¿. The patient claimed he was taken to the emergency room after 1:00pm where he was treated with IV glucose. The patient reported obtaining blood glucose results of ¿21, 43, 254 and 93 mg/dl¿ with the emergency medical services device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.